Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that four days post implant this lead was explanted due to dislodgement and a new lead was successfully implanted. The physician noted that he did not believe the extendable/retractable helix functioned appropriately per patient's anatomy. No adverse patient effects were reported.